Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected greater than 2000 ohms on this chronic atrial transvenous lead. Pacemaker mediated tachycardia was also present. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicates that this device was explanted due to a therapy upgrade. No adverse patient effects were reported. The device was returned to boston scientific for analysis.

Manufacturer narrative:
The representative was to discuss the options with the physician. The representative later reported that the physician has opted to continue to monitor the lead. The lead and this device remain in-service. Should additional information become available this event will be updated.